Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during prep, the hospital staff followed the instructions for use for attaching the one-way valve, vacuuming the balloon and removing the balloon from the tray, grasping it close to the kit as usual. However, the balloon became stuck in the sheath and could not be advanced into the introducer. As a result, both the sheath and intra-aortic balloon (iab) had to be removed together. A new 30cc iab was inserted without difficulty, there were no reported patient complications. Additional information received on 03/02/2010 from the distributor stated that the insertion site was moved to the opposite leg to insert the new iab as the spring wire guide (swg) was also removed from the previous site. Some bleeding was reported from the insertion site, but there was no excessive blood loss.